Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported "ruptured". This record is for an unknown side. The device remains implanted.

Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported "ruptured". Later, healthcare professional reported "lump", "skin retraction" and "folding pattern". Later healthcare professional confirmed "rupture" and "nodule". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "ruptured". Later, healthcare professional reported "lump", "skin retraction" and "folding pattern". Later healthcare professional confirmed "rupture" and "nodule". This record is for the left side. The device remains implanted.